Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that noise and lead impedance warnings were noted on the right ventricular (rv) lead during routine device follow up. Possible lead fractures were noted. The right atrial (ra) and right ventricular (rv) leads were laser extracted and replaced by a leadless implantable pulse generator (ipg). No patient complications have been reported as a result of this event.